Event description:
It was reported that the right ventricular (rv) lead exhibited fracture and noted out of range impedance. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture on b1: adverse event/product problem was inadvertently left blank in the previous submission.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture and noted out of range impedance. This rv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture on b1: adverse event/product problem was inadvertently left blank in the previous submission. The electrode was returned in three segments, severed from 108, 160 millimeters (mm) from the terminal end. Residual calcification was observed on the lead at distal and proximal high voltage shock coils. Residual calcification is also noted on the insulation in multiple places. Further, calcium deposits have been shown to increase the electrical resistance of a lead and are a known risk for implanted cardiac leads.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture and noted out of range impedance. This rv lead was explanted and replaced. No additional adverse patient effects were reported.